Event description:
It was reported that the patient presented in clinic with syncopal episode. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing resulting in multiple noise reversion episodes recorded. The noise was reproducible with isometrics test. No changes or interventions were made. The patient was in stable condition.